Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in pacing impedance measurements which were most recently out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system exhibited an increase in pacing impedance measurements which were most recently out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative. It was reported that recent automatic threshold testing indicated potential loss of capture on the right ventricular channel. Further follow up and lead evaluation was recommended. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.